Event description:
The needle dislodging during blood collection and the insufficient closure of the safety valve pose significant risks of needle sticks.

Manufacturer narrative:
Upon receiving customer feedback regarding issues of "blood collection needle suddenly falling off during blood drawing and the safety valve not closing properly," our company promptly organized quality control, production, and other relevant personnel to conduct an investigation and analysis. Here are the specific details: (1) sample testing: upon receiving samples returned by the customer lot: ckdb07-01, 21g x 1 1/4 specification, (B)(4) units, and lot: ckdi12-01, 21g x 1 1/4 specification, (B)(4) units. A. Extracted (B)(4) units of lot: ckdb07-01, 21g x 1 1/4 specification, for simulating blood collection tests. Each blood collection needle punctured 5 collection tubes without any abnormal incidents of tubes or needles falling off during collection. After collection, the safety device was pressed on the desktop, and all could be activated normally. B. Extracted (B)(4) units of lot: ckdi12-01, 21g x 1 1/4 specification, for simulating blood collection tests. Each blood collection needle punctured 5 collection tubes without any abnormal incidents of tubes or needles falling off during collection. After collection, the safety device was activated using both desktop pressing and thumb pressing, and all could be activated normally. (2) based on the above investigation results, combined with the production process, manufacturing technology, and product characteristics of safety blood collection needles, our company's preliminary analysis is as follows: 1. Needle detachment: a. Possibly due to inadequate pressing of the collection tube, shallow puncture depth leading to tube detachment; b. Possibly due to individual collection tube plugs being too soft or blood needle sheaths being too hard, resulting in needle detachment. 2. Improper closing of the safety valve: customer feedback indicated that batch ckdi12-01 was produced in 2019 by our company. Since july 2021, we have optimized the safety device of blood collection needles to reduce the activation force for easier use.